Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that during support of the impella cp on (B)(6) 2025, during insertion of impella device cannula kinked at the motor housing (visible via fluoroscopy) and it could not push the device deeper through the artery to the heart. The impella was removed and peel away sheath, exchange and use of new device.